Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer was not admitted to the hospital was treated by emergency services. The customer does not know what caused it. The emergency service gave him glucagon for the low blood glucose but he was released.